Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported "breast is massively swollen, hardened, and there is fluid accumulation in the breast (rupture)" and "is experiencing pain in armpit". This record is for the left side. Device remains implanted.

Event description:
Patient reported "breast is massively swollen, hardened, and there is fluid accumulation in the breast that will be capture as rupture." And is experiencing pain in armpit. This record is for the left side. Device remains implanted.

Manufacturer narrative:
The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and rupture.